Event description:
It was reported that this insertable cardiac monitor (icm) device battery was at recommended replacement time (rrt) after less than a year implanted. Boston scientific technical services (ts) received a call from the healthcare provider (hcp). Ts discussed possibilities that impact battery longevity, hcp advised none seemed to be applicable. Ts requested the icm device should be returned if explanted. Subsequently an explant procedure was scheduled. This icm device was explanted. Another icm device was implanted to continue monitoring. Device has not been returned for analysis. No adverse patient effects were reported.